Event description:
A falsely elevated troponin result of 6.59 ng/ml was obtained. The result was not reported to the physician, as the laboratory's policy is to repeat positive results. The sample was retested and the troponin result was 0.06 ng/ml. Patient treatment was not prescribed or altered. There were no reports of adverse health consequences as a result of the falsely elevated troponin result. Analysis of instrument data by dade behring personnel indicated poor instrument user maintenance. No device failure was identified.